Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported philips healthcare that the heartstart mrx startup screen cycles. There was no reported patient involvement and/or impact.